Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a false positive result was produced by the kit flu a+b 30 test physician veritor. There was confirmatory testing performed. There was no indication that results were reported. There was also no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer reports false positive flu a on flu a+b kit. Customer problem: customer reports one false positive flu a on flu a+b kit ref# 256045 lot# 0304669. Steps taken with customer/troubleshooting: customer had 1 test come back as positive on the veritor but it was negative with confirmation test "pcr."

Event description:
It was reported that a false positive result was produced by the kit flu a+b 30 test physician veritor. There was confirmatory testing performed. There was no indication that results were reported. There was also no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer reports false positive flu a on flu a+b kit customer problem: customer reports one false positive flu a on flu a+b kit ref# (B)(4) lot# 0304669. Steps taken with customer/troubleshooting: customer had 1 test come back as positive on the veritor but it was negative with confirmation test "pcr". "

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding your complaint that alleges false positive when using kit flu a+b 30 test physician veritor (material # 256045), batch number 0304669. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no relevant issue was found from bhr review, retain and return testing. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.